Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer returned to olympus evis exera ii ultrasound gastrovideoscope, for the annual inspection. There was no report of any malfunctioning. No reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that there was a gap between acoustic lens and ultrasound probe. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to deformation of forceps elevator knob, water tightness is lost; due to deformation of switch box, water tightness is lost; due to damage, forceps control lever does not move smoothly; due to deformation of forceps elevator knob, forceps elevator knob rotates concurrently; switch1 has a cut; due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements; due to damage on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective; acoustic lens has a scratch. (Damage level; does not reach to the glue-layer); due to a scratch on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective; adhesive on bending section cover or distal sheath rubber is detached; and due to wear of angle wire, bending angle in upwards direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event likely occurred due to wear and tear from the user handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.